Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected to be used on (B)(6) 2025. During the procedure, when the closure device was in an acceptable position, the physician noticed that there was a possible thrombus near the face of the closure device. The physician aspirated with a 60ml syringe, and it was cleared on transesophageal echocardiography (tee) imaging. The physician emptied the syringe on the sterile field, and no clot was noted to be present. The physician decided to proceed with position, anchor, size and seal (pass) criteria which was met, and the closure device was released. The closure device was observed on tee a few minutes and no other clot was noted near the closure device. The activated clotting time (act) was 274 seconds after the initial dose of heparin. The patient woke up normally from anesthesia. There were no patient complications.